Manufacturer narrative:
There was no patient involved with this concern. The device was returned to the manufacturer for analysis. The camera passed an initial accuracy assessment kit (aak) test, however, the event log showed that the camera had failed the last two aak tests. The device was sent to the vendor for additional analysis. The vendor verified that the device failed incoming accuracy testing. As a result, the affected component required replacement followed by re-characterization. The reported event was confirmed. After the camera was replaced, a medtronic representative tested the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that the camera failed a preliminary accuracy test. There was no patient involved with this concern.